Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2009, the patient underwent a procedure using a gore&#59412;tag&#59412;thoracic endoprosthesis to treat a thoracic aneurysm. It was reported that on discharge date of (B)(6) 2009, the aneurysm measured 42.0 mm. Follow up dates and aneurysm measurements are noted as the following: (B)(6). It is unknown why the aneurysm sac has enlarged and there has been no reported reintervention. No further information is available.

Manufacturer narrative:
(B)(4).